Manufacturer narrative:
Product evaluation: and empty lens case returned along with secondary labels and questioner. No iol returned. Root cause: no root cause identified as no iol was returned for evaluation. Based on these investigation findings and the lack of sample, we are unable to determine a root cause for the reported complaint. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) cracked in the middle possibly due to the cartridge. The lens was removed and replaced without incident. Additional information is requested. There are two related reports for this event. This report addresses the iol, and another manufacturer report will be filed for the cartridge.